Manufacturer narrative:
Evaluation summary: three opened 23 ga trocar cannula/hub assemblies were received taped to a tray, along with other items, for the report of leaky trocar. The returned samples were visually inspected. Two samples were found conforming and one sample was found non-conforming with a cut in the septum. The conforming samples were then functionally tested for leaking and were found conforming. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The exact root cause for this complaint is unknown, however, a potential contributing factor related to the manufacturing process of the valves has been identified. An investigation has been completed and actions are presently being implemented in order to improve the performance of the valves. (B)(4).

Manufacturer narrative:
Sample in transit to manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a trocar leaked during a procedure. There was no patient harm as the surgeon knew how to deal with leaky trocars. This is one of three reports being filed for the same facility.